Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: reason for right breast surgical intervention is unknown. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 72-year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel boost breast implant 320cc gel breast prostheses and suffered several unexplained systemic symptoms, including fatigue, hair loss, anxiety, depression, easily bruises, dry skin, poor sleep, ear ringing, and additional unspecified symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Additionally, it was reported that the patient developed hematomas in both of her breasts as well as capsular contracture (baker grade unknown). As a result, the patient underwent an unspecified surgical intervention on the right breast on an unknown date. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 21-oct-2022, mentor received additional information about the event. Additional unexplained systemic symptoms were reported including development of an unspecified autoimmune disease and thyroid issues. Manufacturer¿s reference number: (B)(4).